Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device (B)(4) was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The needle mechanism functions were tested and pass with no issue observed. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle button popped out in 3 v-go's before the 24 hour period. The patient indicated that today, this happened after 4 hours. The patient indicated that he discarded 2 of the v-go 's. The patient wearing v-go on his abdomen and arms.